Event description:
Revision surgery - due to the pt tearing, her rotator cuff muscles after the primary surgery. The surgeon revised to reverse total shoulder.

Manufacturer narrative:
The reason for this revision surgery was to address an instability issue the patient developed after 7.4 months of use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report associated with this product: ncmr # (B)(4) involved two parts that were retouched due to minor scratches; the parts were accepted. The ncmr also mentioned all of the parts were missing a radius feature; the parts were accepted due to there not being a functional issue with sutures, the supplier was notified of the missing feature. A review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4) for stability/poor joint, (B)(4) due to infection, and (B)(4) due to dislocation. This is the second complaint for this lot number. The root cause for the instability was most likely due to the torn rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.